Event description:
It was reported by the hospital technical services rep, that the stretcher was lowering down (foot-end side) by itself. There was no pt involvement and no adverse consequences were reported.